Event description:
While operating on patient, the force bipolar davinci arm broke. No harm to patient. New device was opened and case proceeded as indicated. Since this is a reusable device, the package & device identifiers are unavailable. However, the hospital has retained the equipment.